Manufacturer narrative:
Article citation: ¿commentary on: clinical evaluation of shaped gel breast implant rotation using high-resolution ultrasound,¿ by bradley p. Bengston, md, facs, published in aesthetic surgery journal, vol. 37, issue 3, 01mar2017 pp. 297-300. Further information from the reporter regarding the event, product, and/or patient details was requested. Device labeling: ¿shell failure can result from damage by scalpels, suture needles, hypodermic needles, hemostats, and adson forceps and has been observed in explanted device shells using scanning electron microscopy.1 allergan¿s (retrieval study) analyses of explanted devices have identified unintended surgical instrument damage as one potential cause of shell failure and thus implant rupture.¿ ¿breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted.¿ ¿the following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time.¿ ¿sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, and hardening of the breast. When MRI signs of rupture are found (such as subcapsular lines, characteristic folded wavy lines, teardrop sign, keyhole sign, noose sign), or if there are signs or symptoms of rupture, you should remove the implant and any gel you determine your patient has, with or without replacement of the implant. It also may be necessary to remove the tissue capsule. There are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond.¿

Event description:
Reported event of unknown side ¿implant shell failure or shell integrity¿ for ¿over 300 patients¿ implanted with an allergan style 410 device was noted in ¿commentary on: clinical evaluation of shaped gel breast implant rotation using high-resolution ultrasound,¿ published in aesthetic surgery journal, vol. 37, issue 3, 01mar2017 pp. 297-300. Treatment was not specified, and the device remains implanted.

Event description:
The devices were removed and replaced.